Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d8, d9, h3. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection and the reportable malfunction was confirmed. The alarm was attributed to humidity within the charged coupled device unit. Based on the results of the investigation, a definitive cause could not be established. A definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bf-p190 (bronchovideoscope) had a b30 error code. There were no reports of patient harm.